Event description:
Note: this report pertains to one of thirteen devices used during the same procedure. Manufacturer report # 3005099803-2009-05851, 05852, 05853, 05855, 05856, 05857, 05858, 05859, 05860, 05861, 05863, 05864 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and twelve polyhesive patient return to the complainant, during the procedure console errors (p2, p3, p4) occurred at 150 watts. The four grounding pads were replaced and the skin was cleaned to facilitate optimal skin/pad contact. However, after pad replacement, the system cut out at 130 watts with a console error. The four pads were replaced, two additional times, but the same error occurred each time. Subsequently, the site modified the power output and was albe to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the device manufacture date is unknown at this time. However, the site reported that the lot expiration was on march 2010. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).